Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was seen at a clinic in another city. The lead was not capturing in any vector. The lead was repositioned to a stable position with good thresholds. The patient left in stable condition without issue.